Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported that during infusion of unspecified drips, the module had connection malfunction. Although requested, additional information was not provided.

Event description:
It was reported that during infusion of unspecified drips, the module had a connection malfunction. "Mild harm" to the patient was also reported, however although additional details were requested, no information was provided by the customer.

Manufacturer narrative:
Correction: b.1 & h.1. Additional information provided: a.2, b.2, b.3, b.5, d.4, d.11 & h.4. The report of a channel error was confirmed in the pcu event log and identified as due to a channel disconnect. The pcu event log shows there were 3 instances of channel disconnects. At 9:31 am and 9:34 am on (B)(6) 2020, both pump module s/n (B)(6) and pump module s/n (B)(6) were disconnected shortly after being programmed and the infusion started. Also, at 9:34 am, a different pump module s/n (B)(6) was added to the system as unit a and it also disconnected shortly after being programmed and the infusion started. After each disconnect, the user selected softkey 14 to address the channel disconnect pop-up. Based on the event log, it was determined that pcu s/n (B)(6), pm s/n (B)(6), pm s/n (B)(6) and pm s/n (B)(6) are all possible source devices, however the exact configuration of the modules could not be determined. The pump module device logs were not returned for investigation so it could not be determined if the channel disconnect was due to a loss of power or loss of communication. The devices were not returned for investigation. The proximate cause of the report of a channel error was identified as due to a channel disconnect. The root cause of the channel disconnect was not identified. H3 other text : no devices received, log review only.